Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h2) please see section a2 for patient age and the additional codes section for updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software team reviewed the case. According to the case details, the reference frame and the instrument were positioned in close proximity. This arrangement may obstruct the camera¿s line of sight, potentially leading to challenges in distinguishing and tracking the instrument or the reference frame. Based on the information provided, there was no indication that a software anomaly contributed to the reported behavior. The software appears to be working as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that when the surgeon moved instruments to the side where the reference frame was positioned, the tracking view displayed, the spheres would turn red in the navigation tracking view. It seemed that the spheres were overlapping whenever the surgeon operated close to the reference frame. The site changed the spheres and switched from a smaller tap instrument to a larger tap instrument. It was worth noting that the issue only occurred when the instrument was on the same side as the reference frame. Surgery continued with occasional overlapping spheres in mind. No known impact to patient outcome. There was a surgical delay of less than one hour. The probable cause was noted to be that the instrument and reference frame were positioned too closely, causing the camera to read all spheres from both the instrument and the reference frame. As a result, it had difficulty accurately distinguishing and tracking them.

Manufacturer narrative:
H3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.